Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to severe aortic stenosis and mild aortic regurgitation after an implant duration of unknown period. A symptom of heart failure nyha class iii, and dyspnea on exertion was seen. A 23mm sapien 3 transcatheter valve was implanted in replacement.

Event description:
Edwards received information that a patient with a 23mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to severe aortic stenosis and mild aortic regurgitation secondary to calcification after an implant duration of five (5) years and four (4) months. A symptom of heart failure nyha class iii, and dyspnea on exertion was seen. A 23mm sapien 3 transcatheter valve was implanted in replacement. The patient was discharged from the hospital on pod 22.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.